Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6- medical device problem code 1494 clarifier: indication for use. It was reported that an arteriotomy closure of right common femoral artery was attempted with a prostyle device after a pci procedure using a large sheath (8f). It should be noted that the prostyle instructions for use (IFU) states: for arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of only one device to achieve hemostasis or the absence of performing the preclose technique would not contribute to a needle to cuff miss.

Event description:
It was reported that this was an arteriotomy closure of a large-bore hole in the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure. Reportedly, the suture could not be linked with the cuff, and the suture was separated when the plunger was pulled out. The cause was unknown whether the plunger was not pushed completely, or the device angle was lower than 45 degrees. A guide wire was reinserted, and a new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.